Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus was non- functional. It was also noted that analysis confirmed the customer's comment that the programmer displayed a black screen as the power supply was defective. No system error was displayed as reported. The paper tray was nearly empty. The left keyboard hinge and cord bay latch was broken. The hinge cover bullet assembly was missing/broken. The paper tray cover and some screws were missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a system error with black screen. The programmer has been returned into service. It was further reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.